Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported ER visit and diabetic ketoacidosis. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient went to the emergency room (ER) due to diabetic ketoacidosis (dka). The patient's blood glucose levels reached around 200 mg/dl while wearing the pod longer than 48 hours. Symptoms reported include hyperglycemia, vomiting, anxiety and pain. The pod continued to be worn in the ER and patient was treated with medications for vomiting and anxiety; patient was also given painkillers and was released the following day.